Event description:
A nurse reported that during a vitrectomy procedure, the black connector for vitrectomy probe broke down and consequently the vitrectomy probe was ejected. The cassette was changed but there was no improvement. The surgery was completed manually holding the connector during the procedure. The pt did not experience any harm. The anesthesia had to be extended.

Manufacturer narrative:
The customer did not request service; however the customer placed an order for a male and female pneumatic connector. No samples were returned for evaluation and no additional information has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the event log cannot confirm the reported event of "broken cpc connector". A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).